Event description:
During an ablation procedure, there was electrical noise on the catheter. The catheter was replaced and during the procedure, this catheter also had problems with electrical noise. Both of these catheters were from the same lot. Once the catheter was replaced with a third catheter, the noise resolved. This is an ongoing problem with these catheters and appears to be the primary problem we are experiencing. The cable connection was checked and was functioning properly.